Event description:
Using high temp hand held cautery and activation button stuck, unit put on mayo tray and active tip ignited corner of mayo stand cover and drape no contact with pt or physician and staff. Diagnosis or reason for use: surgical procedure.